Manufacturer narrative:
Medwatch sent to FDA on: (B)(4) 2014. The reporter has declined to provide allergan further information regarding event, product, or patient details and did not provide allergan permission to follow up with the injecting healthcare professional for additional information. The event of swelling and hardening of the injection site are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported 1 year after injection with unspecified juvederm voluma xc in the "nose bridge", they developed "swelling" and "hardening" at the nose bridge. Patient, who is also a physician, self-prescribed "oral antibiotics and antihistamines." Symptoms have completely resolved.